Event description:
It was reported that during the implant of the lead, the physician had difficulty fixating the lead and noticed that the helix was not completely retracted. The physician was able to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.